Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump black box revealed no evidence of a short battery life. No battery cap was returned. All testing was performed with a test battery cap. The test battery cap was able to fully tighten. The battery compartment was intact and the current draws were within specifications. A ¿battery life¿ was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.